Event description:
It was reported via social media that the caller has had 2 different insulin pumps for her daughter and no one can get the pump to set right. Caller stated that both experiences have led to medical issues and hospital stays. Caller stated that the customer was unresponsive during the incident. Caller stated that she is 18 and a mother of a newborn child. Caller stated that the pump worked wonderfully when she was pregnant. Caller stated that her daughter has gone as low as 36 mg/dl and 28 mg/dl. Caller stated that her daughter has been unable to wake up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).